Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote balloon catheter with no other devices. There was blood in the inflation lumen and balloon. There was a shaft kink 4cm from the proximal weld. Magnified inspection identified a pinhole in the balloon wall 8cm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). A 4.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for dilation. During the first inflation, the balloon ruptured at 10 atmospheres. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). A 4.0mm x 150mm x 150cm coyote¿ balloon catheter was advanced for dilation. During the first inflation, the balloon ruptured at 10 atmospheres. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).